Manufacturer narrative:
The svc rep replaced the on/off switch and power control bd. The system operates as intended.

Event description:
The svc rep reported a bad power control board. Not injury was reported.